Event description:
It was reported by customer that the catheter leaked from the rubber-stopper when PICC line was being inserted. No patient harm. Response received 26 july 2023: the event did not involve an urgent or life threatening medical situation, and there was no interruption in treatment. The device was secured with a statlock.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text : evaluation findings are in section h.11

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that the catheter leaked from the rubber-stopper when PICC line was being inserted. No patient harm. Response received 26 july 2023. The event did not involve an urgent or life threatening medical situation, and there was no interruption in treatment. The device was secured with a statlock.